Event description:
The customer reports that they are observing different results for architect cc calcium assay on two different architect analyzers using the same reagent lot for the same patient. Control values were in range on the day of testing. No adverse impact to patient management was reported related to this issue. Example of data provided: initial calcium result: 9.59 mg/dl repeat calcium on same instrument: 17.86, 15.58 mg/dl and 8.6 mg/dl. Repeat calcium on the other instrument: 12.75, 13.0 and 8.68 mg/dl.

Manufacturer narrative:
(B)(4). Investigation summary: the sample type was serum and it was available for return. However, the sample was not requested because the customer was able to repeat the testing and the results were acceptable. Additional testing of the sample will not add any new information. The specimen collection and handling section of the calcium reagent package insert states that for some serum specimens, especially those from patients receiving anticoagulant or thrombolytic therapy, may take longer to complete their clotting processes. Fibrin clots may subsequently form in these sera and the clots could cause erroneous test results. The certificate of analysis showed that calcium reagent lot 75009hw00 was released within specifications. Trending analysis for ln 7d61 indicated no adverse trend. No product deficiency or malfunction can be identified with clinical chemistry calcium reagent, ln the evaluation determined the reagent met all specifications. The issue appears to be sample related. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.